Manufacturer narrative:
The suspected speaker was returned to philips for evaluation. The technician documented the following conclusion/root cause, the product investigation lab (pil) has verified by a temporary install of the suspect speaker onto the pil standard test bed (stb) and noted that there was an alarm for check vent: primary alarm failed with repeat of 1102 error code during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker failed pin to pin and solder to solder joint testing.

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that a "check vent: primary alarm failed" (power speaker fail, diagnostic code 1102) was observed, and the occurrence was recorded in the event log. The se replaced speaker #2, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.